Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the all drawer were not being detected. A field service engineer checked all boards and confirmed power was present. Identified a damaged pyxi cable and replaced it, then found damage on the pyxibus cable and replaced that as well, but the issue persisted. Tested with a replacement comm sled with no change and reinstalled the original. Replaced the board, after which the device came online. Noticed row b in 2.1 was not detected, cleared debris, reseated the row board cable to resolve, and restored functionality. Rebooted the system and completed firmware updates. The system functioned as intended after the field service engineer repaired the device.